Event description:
During the implantation procedure, the coil on this lead separated. Therefore, it was not implanted.

Manufacturer narrative:
(B)(4). The analysis on this device is pending.

Event description:
During the implantation procedure, the coil on this lead separated. Therefore, it was not implanted.

Manufacturer narrative:
(B)(4)the analysis on this device is pending.